Event description:
It was reported that the pt was experiencing increased pain. The pt was seen in the clinic. Residual volumes of the drug were checked. There was more volume than expected. The estimated volume of drug was 3.6ml, but the actual volume removed from the pump was 15ml. The drug used in the pump was dilaudid 5 mg/ml at a dose of 1 mg/day. In 2008, a pump rotor study was done with no abnormality found. A catheter dye study was performed the same day. There was no occlusion, but there was increased tortuosity. Another residual volume check was done about two weeks later. Again, there was more volume than expected. The pt's catheter was revised.